Manufacturer narrative:
The device was in use for treatment. The lead was actively implanted for approximately 20 years and cause of death was cardiac arrest. There is no allegation that the device failed to meet its performance specifications. Based upon the implant date of this lead (1997), the device history record for this lead model is beyond oscor's record retention period. Inspection procedures require any oscor product to pass all in-process and qa final inspection before shipping to the customer. The instructions for use (IFU) informs the user of these possible complications: oscor inc.'s implanted leads are implanted in extremely hostile environments of the human body. Leads are necessarily very small in diameter and must be very flexible, which unavoidably reduces their potential performance or longevity. Leads fail to function for variety of causes, including but not limited to medical complications, body rejection phenomenon, allergic reaction, fibrotic tissue, or failure of lead by breakage, fracture, or by breach of their insulation covering. In addition despite the exercises of all due care in design, component selection, manufacture and testing prior to sale, leads may be damaged before, during, or after insertion by improper handling, use, placement or by other intervening acts. Consequently, no representation or warranty is made that failure or succession of function of the lead will not occur or that the body will not react adversely to the implantation of leads or that medical complications (including perforation of the heart) will not follow the implantation of leads or that the lead will, in all cases, restore adequate cardiac function.

Event description:
It was reported that the patient passed away due to cardiac arrest on (B)(6) 2018. However, no allegations were made against this device. Additional information was reported the product was not used for any procedure; the lead has been implanted in the patient's body since (B)(6) 1997. No other adverse events were reported.